Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure in which the ipg had to be repositioned due to impaired healing. It was reported that the patient had a reaction to the suture and stitches, therefore did not hold well and impaired proper healing and closing of the ipg site. Different suture material was used during the revision, the physician was satisfied with the outcome of the revision procedure.